Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post open heart surgery oversensing and undersensing were noted on the right atrial (ra) and right ventricular (rv) leads on stored electrograms (egm). It was noted the issues may have coincided with the surgical procedure. The leads remain in use. No patient complications have been reported as a result of this event.